Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to request a replacement liberty select cycler. The patient observed bugs inside the cassette door and sprayed the inside of the door with bug spray. During step 9 of treatment "remove cassette" it was discovered that fluid was in the pump module area. It is unknown if the fluid was residual bug spray or fluid from the treatment. The patient was diagnosed with an infection; however, the pdrn stated it is not believed the bugs were related to the infection. Additional information was provided by the pdrn through follow-up. The patient was diagnosed with peritonitis on (B)(6) 2022. A pd effluent culture was obtained, and the patient was administered one dose of intraperitoneal (ip) cefepime 2g and one dose ip vancomycin 1.5g. The patient¿s cultures resulted negative for growth, but the white blood cell count was elevated, and all lab values indicated peritonitis. No lab values were provided. The patient is continuing to complete antibiotic therapy with ip cefepime and vancomycin (dose not provided) for three weeks. The cause of the peritonitis is unknown. The pdrn stated it cannot be determined if the peritonitis is related to the reported bug spray that was sprayed into the cycler due to bugs being found. The pdrn is conducting a home visit next week to attempt to determine the cause of the peritonitis. The patient is continuing to complete pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  There is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of peritonitis. However, it cannot be concluded if the patient¿s peritonitis is related to the fluid leak reported in the pump module. It was not confirmed if the fluid was the remnants from the bug spray that was sprayed into the cassette door area. The liberty select cycler user guide warns the user not to allow liquid to drip in or on the machine. The pdrn could not determine the cause of the peritonitis. The culture was negative for growth which does not allow for a determination for the etiology of the peritonitis bacteria. All dialysis treatments include a risk of infection due to the compromised immune defenses of the patients and because the dialysis techniques increase the potential for microbial contamination. The pdrn will be conducting a home visit to investigate the cause of the peritonitis. Based on the limited information, it cannot be determined if the patient¿s peritonitis was the result of a reported fluid leak and if that leak was in fact fluid from the treatment or residue from bug spray that the patient had sprayed into the cassette door area. Therefore, the liberty select cycler cannot be excluded as causing or contributing to the patient¿s peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to request a replacement liberty select cycler. The patient observed bugs inside the cassette door and sprayed the inside of the door with bug spray. During step 9 of treatment "remove cassette" it was discovered that fluid was in the pump module area. It is unknown if the fluid was residual bug spray or fluid from the treatment. The patient was diagnosed with an infection; however, the pdrn stated it is not believed the bugs were related to the infection. Additional information was provided by the pdrn through follow-up. The patient was diagnosed with peritonitis on (B)(6) 2022. A pd effluent culture was obtained, and the patient was administered one dose of intraperitoneal (ip) cefepime 2g and one dose ip vancomycin 1.5g. The patient¿s cultures resulted negative for growth, but the white blood cell count was elevated, and all lab values indicated peritonitis. No lab values were provided. The patient is continuing to complete antibiotic therapy with ip cefepime and vancomycin (dose not provided) for three weeks. The cause of the peritonitis is unknown. The pdrn stated it cannot be determined if the peritonitis is related to the reported bug spray that was sprayed into the cycler due to bugs being found. The pdrn is conducting a home visit next week to attempt to determine the cause of the peritonitis. The patient is continuing to complete pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An infestation was found in the cassette compartment and on the top cover. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test and a force gauge check. The touch screen test failed. When powering on the cycler the ¿ok¿ and ¿stop¿ keys as well as the up and down arrows were pressed but the front panel display remained bank. An internal inspection of the cycler found inverter board failing. There was no physical damage to the inverter board. A known good inverter board was installed and the display became operational. The inverter board was removed from the front panel at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported fluid leak event is not confirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support to request a replacement liberty select cycler. The patient observed bugs inside the cassette door and sprayed the inside of the door with bug spray. During step 9 of treatment "remove cassette" it was discovered that fluid was in the pump module area. It is unknown if the fluid was residual bug spray or fluid from the treatment. The patient was diagnosed with an infection; however, the pdrn stated it is not believed the bugs were related to the infection. Additional information was provided by the pdrn through follow-up. The patient was diagnosed with peritonitis on 08/dec/2022. A pd effluent culture was obtained, and the patient was administered one dose of intraperitoneal (ip) cefepime 2g and one dose ip vancomycin 1.5g. The patient¿s cultures resulted negative for growth, but the white blood cell count was elevated, and all lab values indicated peritonitis. No lab values were provided. The patient is continuing to complete antibiotic therapy with ip cefepime and vancomycin (dose not provided) for three weeks. The cause of the peritonitis is unknown. The pdrn stated it cannot be determined if the peritonitis is related to the reported bug spray that was sprayed into the cycler due to bugs being found. The pdrn is conducting a home visit next week to attempt to determine the cause of the peritonitis. The patient is continuing to complete pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.